Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection for the reported complaint, the cleaning brush was able to pass with no issue. However; inspected forceps passage channel with the boro-scope and found excessive scratches and scrape marks. It was also noted the labels are scratched and peeling, leaking from the switch (sw#1) and the biopsy channel, sw1 not working, forceps passage leaking, control knob was observed clicking when locked. Additionally, it was also noted the control knob has excessive play, the distal end is scratches and has sharp edges, objective (ob) lens adhesive is peeling, the light guide (lg) lens is cracked, the distal sheath adhesive is discolored and cracked. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus a clip was possibly left inside scope. There was no reports of death, harm, or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due to the endo therapy accessories was inserted to the biopsy channel while the tip is being opened, which caused partially endo therapy accessories was broken and remained in the channel. The event can be detected/prevented by following the instructions for use which state: ·operation manual_ inspection of the endoscopic system_ inspection of the instrument channel the user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. ·using endotherapy accessories warning: when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. Olympus will continue to monitor field performance for this device.

Event description:
The customer later reported the issue was observed after the completion of the procedure. The customer confirmed the scope was inspected prior to usage but it's unknown the type of procedure performed.